Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not go in reverse and had intermittent operation. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was most likely due to motor or electronic control unit assembly due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery the electric pen drive device would not go in reverse and had intermittent operation. During in-house engineering evaluation, it was that the observed that the device would not go in reverse and had intermittent operation. There were no delays in the reported event. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly